Manufacturer narrative:
(B)(4). Concomitant medical products: 115397, comp rvs cntrl 6.5x35mm st/rst, 938510, 938510, comp rvrs 25mm bsplt ha+adptr, 951230, 180555, comp lk scr 3.5hex 4.75x40 st, 350220, 180553, comp lk scr 3.5hex 4.75x30 st, 770260, 180550, comp lk scr 3.5hex 4.75x15 st, 541550, 180553, comp lk scr 3.5hex 4.75x30 st, 800380, 115310, comp rvrs shldr glnsp std 36mm, 670960. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00973, 0001825034 - 2018 - 00974, 0001825034 - 2018 - 01157, 0001825034 - 2018 - 01158, 0001825034 - 2018 - 01159, 0001825034 - 2018 - 01161, 0001825034 - 2018 - 01162.

Event description:
It was reported a patient is experiencing limited range of motion of their shoulder approximately one year post-implantation. No intervention or treatment has been reported. Attempts have been made and additional information on the reported event has not been made available.

Manufacturer narrative:
Concomitant medical products: unk stem, unk bearing, unk tray, 118000 25mm versa-dial taper adaptor 925230. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.